Event description:
The patient reportedly experienced sound quality issues and poor performance. Programming changes were made and external equipment was exchanged; but, the issue was not resolved. Device testing revealed that the device was functioning normally. The center will pursue device revision surgery.